Event description:
While conducting a quality investigation at the manufacturer, it was reported that the attachment heated up. This event did not occur during a surgical procedure. There was no user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was received by the manufacturer and during the quality investigation, an overheating issue was detected. Internal components were evaluated and corrosion was found. The corrosion is most likely caused by improper cleaning/sterilization techniques. Due to the extensive corrosion, the device could not be repaired. The device was discarded and a replacement was provided to the account.